Event description:
It was reported that thrombus occurred. The patient was undergoing a left atrial appendage closure procedure. A 110cm 6f expo pig was selected for initial left atrial appendage contrast injection under fluoroscopy. During the procedure, upon removal from the patient, the pigtail was covered in clot. The sheaths were then exchanged out for new sheaths. It was noted that heparin was administered before and after the transeptal puncture. The activated clotting time (act) was 326 seconds, antithrombotic drug regimen was administered and the international normalized ratio (inr) was therapeutic. There were no further patient complications reported as a result of this event and the procedure was completed successfully. The patient fully recovered after the procedure and was discharged on the same day.

Manufacturer narrative:
Updated: h6: impact codes.

Event description:
It was reported that thrombus occurred. The patient was undergoing a left atrial appendage closure procedure. A 110cm 6f expo pig was selected for initial left atrial appendage contrast injection under fluoroscopy. During the procedure, upon removal from the patient, the pigtail was covered in clot. The sheaths were then exchanged out for new sheaths. It was noted that heparin was administered before and after the transeptal puncture. The activated clotting time (act) was 326 seconds, antithrombotic drug regimen was administered and the international normalized ratio (inr) was therapeutic. There were no further patient complications reported as a result of this event and the procedure was completed successfully. The patient fully recovered after the procedure and was discharged on the same day.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis consisted of an expo pigtail catheter with blood in the device. The device was not disinfected due to thrombus allegation. Product analysis could not confirm the reported event as clinical circumstances could not be replicated, and there was no thrombus on the retuned device. Inspection of the device found no damage or defect.

Event description:
It was reported that thrombus occurred. The patient was undergoing a left atrial appendage closure procedure. A 110cm 6f expo pig was selected for initial left atrial appendage contrast injection under fluoroscopy. During the procedure, upon removal from the patient, the pigtail was covered in clot. The sheaths were then exchanged out for new sheaths. It was noted that heparin was administered before and after the transeptal puncture. The activated clotting time (act) was 326 seconds, antithrombotic drug regimen was administered and the international normalized ratio (inr) was therapeutic. There were no further patient complications reported as a result of this event and the procedure was completed successfully. The patient fully recovered after the procedure and was discharged on the same day.